Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that quality controls and calibrations were within acceptable range. The customer repeated the sample in duplicate and the results were acceptable. The cause of the discordant, falsely low rcrp result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low revised c-reactive protein (rcrp) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated in duplicate on the same instrument and both replicates resulted higher. One of the replicates was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low rcrp result.

Manufacturer narrative:
The initial MDR 2517506-2017-00413 was filed on april 20, 2017. The first supplemental MDR 2517506-2017-00413_s1 was filed on june 13, 2017. Additional information (06/23/2017): upon further review, a siemens headquarters support center (hsc) specialist stated that this was an isolated event. The hsc specialist concluded that the possible causes of the issue include sample handling or random error. Since quality control was within range and no other patient samples were reported to be erroneous, an instrument or reagent issue is unlikely. No product issue has been identified.

Manufacturer narrative:
The initial MDR 2517506-2017-00413 was filed on april 20, 2017. Additional information (04/07/2017): a siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and quality control charts and released the instrument for routine use with the exception of revised c-reactive protein (rcrp). A siemens headquarters support center specialist reviewed the information provided and could not determine the cause of the discordant, falsely low rcrp result.